Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 457mg/dl. It was stated that her reservoir was cracked on top at the infusion set connection. It was stated that the reservoir chamber smells strongly to insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Mfg. Report 2 of 2, medwatch report # 3004209178-2011-84252.